Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Programming changes were recommended and the clinic planned to bring the patient in to make said changes. No adverse patient consequences were reported.

Event description:
New information received notes that a new instance of post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. No adverse patient consequences were reported.